Event description:
Dead ender caps impossible to remove. Sometime sticking in the package and unable to remove. After putting dead ender cap on zeroing stopcock unable to remove due to sticking. Tried to remove with hemostats and cracked the plastic. Detected during setups.

Manufacturer narrative:
(B)(4). One use and one unused 4255-05 transpac IV monitoring kit, used item no lot number but unused is 2731392. Also received on use and one unused (B)(4) safeset blood sampling port, used item unk lot number and unused is 27449622. At the end of (B)(4) we received (B)(4) unused units from lot #273192. Investigation: visual confirmed product receipt. Functional testing was done with a torque meter to measure the pound force inches to remove the dead end cap. It took 5.47 lm f" to remove the cap which confirmed the returning device required too much force to remove the cap.